Manufacturer narrative:
Device evaluation results are: the event was confirmed, there was a kink in the graft cover preventing a guidewire from passing through the delivery system. The device was sent to the distribution center and was released with no evidence of packaging/device re-work. The device was verified to have met all manufacturing specifications and quality inspections prior to being released. This includes dimensional verification, packaging and delivery system inspection. The root cause of the event could not be conclusively determined.

Event description:
An endurant ii stent graft system was selected for use in a patient for the endovascular treatment of a 62 mm diameter abdominal aortic aneurysm. It was reported that when the limb was opened during the case it was noticed that it was kinked and did not allow a wire to be passed through the device. There was no damage to the box or the tray inside all packaging. A second limb was available and it was opened and placed with no issue. The physician stated the cause of the event was device related. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.